Event description:
The report states that during an ob procedure, the device was not working at all with no cutting or sealing. Upon return of the device for investigation, the knife blade was found to be protruding from the jaws. Another device opened during the same procedure also had the knife blade protruding from the jaws upon receipt. Info on this device can be found on MFR report # 1717344-2008-00474.

Manufacturer narrative:
Date of initial report: 10/17/2008. The jaws of the incident had tissue between them and the knife was protruding from the jaw. The knife was inspected and revealed the webbing was bent. Engineering evaluations have been able to duplicate this failure mode by clamping on large, rigid tissue. The instructions for use for this device warn against overfilling the jaws of the instrument because it may compromise the cutting function. The IFU also states to confirm the jaws have reached the closed position before activating the cutter. Otherwise the cutter may not securely stay within the guiding track of the jaws. Turning the rotation wheel while the handle is fully closed can also cause the jaws to lock shut. Covidien lp has recently implemented a new jaw/blade assembly design to increase the blade retention within the jaws of the hand piece. This makes the design more robust to variations in user technique. The returned device was manufactured before these changes were implemented.